Event description:
The initial reporter received questionable elecsys vitamin d total iii results from an unspecified number of patient samples tested on two cobas 6000 e601 modules (cobas 1 and cobas 2). One patient sample with discrepant results was provided: results from the cobas 1: the initial result of the undiluted patient sample was 120.0 ng/ml with a data flag. The first repeat result of the undiluted patient sample was 120.0 ng/ml with a data flag. The second repeat result with the patient sample at manual 1:2 dilution was 120.0 ng/ml with a data flag. The second repeat result with the patient sample at manual 1:10 dilution was 23.30 ng/ml with a final calculated result of 233.0 ng/ml. Results from cobas 2: the initial result of the undiluted patient sample was 120.0 ng/ml with a data flag. The first repeat result of the undiluted patient sample was 120.0 ng/ml with a data flag. The second repeat result with the patient sample at manual 1:2 dilution was 120.0 ng/ml with a data flag. The second repeat result with the patient sample at manual 1:10 dilution was 23.44 ng/ml with a final calculated result of 234.4 ng/ml.

Manufacturer narrative:
The serial number of cobas 1 is (B)(6). The serial number of cobas 2 is (B)(6). Cobas 1 the field service engineer (fse) inspected the module but did not establish the event's cause. He flushed the syringe flow paths and checked the alignments. He observed reagent probe aspiration issues and replaced the liquid-level detection (lld) board and parts to the reagent flow path. He verified the module's performance with qcs and precision checks. Cobas 2: the calibration and qc were within specifications. The field service engineer (fse) inspected the module but did not find the specific cause of the event. He replaced the channel's black sipper and pinch valve tubing and checked the related parts. He verified the module's performance with mechanical and precision checks. The customer performed qc with acceptable results. The customer performed a 1:2 dilution of the patient samples. Product labeling states: "dilution - samples with 25-hydroxyvitamin d concentrations above the measuring range can be manually diluted with diluent universal or a suitable human serum with a low analyte concentration. The recommended dilution is 1:2. The concentration of the diluted sample must be = 40 ng/ml (= 100 nmol/l). After manual dilution, multiply the results by the dilution factor 2. The endogenous analyte concentration of the human serum used for dilution has to be taken into account." The investigation is ongoing.

Manufacturer narrative:
The vit d total calibration signals for cobas 1 were slightly higher than the specified ranges. The vit d total qcs for cobas 1 and cobas 2 were within the specified ranges. There was no indication of a performance issue with the reagent because the qcs before the event were within the specified ranges and isolated non-reproducible results do not represent a general malfunction of the assay. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.